Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, some episodes showing noise oversensing, with intermittent loss of ventricular capture, were observed. In addition, the ventricular lead impedance was low.